Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 07/02/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A functional test was performed on the unit using the ¿vasoview power supply accuracy and power supply operating ranges¿ outlined in equipment calibration procedure for vasoview power supply, mcv00030545, rev b., section 7.1.2 accuracy - a) no load voltage test ¿ requirement: 5.5 vdc +/- .05 vdc step b) low current output test ¿ requirement: 4.0 +/- .05 amps dc step c ) high current output test¿ requirement: 6.0 +/- .05 amps dc. The device passed no load voltage test: 5.50 vdc (passed), the low current output test: 4.02 amps (passed) and high current output test: 6.02 amps (passed). Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). The physician assistant was harvesting the saphenous vein using the hemopro 2. After the dissection process was done, the harvester started branch ligation. However, after ligating 2 to 3 branches, the hemopro 2 device turned off because it had over heated. Time was given to let the device cool down and branch ligation was attempted again. Unfortunately, the device immediately overheated again. The account felt that the generator was the issue and therefore the generator was switched out. After this no further issues occurred. The defective generator was removed from the or. The getinge representative visited the account. A new hemopro 2 kit and different cords were hooked up to the defective generator so it could be tested. A wet napkin was placed between the jaws of the hemopro 2 and the device was activated. The jaws of the hemopro 2 kit started to glow red and the device overheated within about 5 seconds. Therefore, it was felt that the generator was the issue and the potential cause for the hemopro 2 kits overheating.